Event description:
It was reported that, "pre op x-rays showed loosening of the stem component (cement came out with stem and cement restrictor). During surgery stem was extracted and cup came out while trying to extract the liner with curved osteotome. Replaced with tritanium cup 56mm, trident 36 0 deg liner, 36mm metal head, 21mm cone body, and 195 conical 18mm straight stem. No complications."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.